Event description:
It was reported that balloon rupture occurred. The >70% stenosed target lesion was located in the left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another 3.0x12 nc emerge balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The >70% stenosed target lesion was located in the left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another 3.0x12 nc emerge balloon. There were no patient complications nor injuries reported.